Event description:
It was reported that five pcu front cases with keypad needed to be replaced due to recall. There was no patient involvement.

Manufacturer narrative:
The customer¿s report that pcu front cases with keypad needed to be replaced due to recall was confirmed on some of the returned keypads. Physical inspection noted the keypads were found with sign of contamination where the flex cable meets the circuit layer and along the keypad circuit layer. During internal inspection, 1 of the 2 front case / keypad assemblies (s/n: (B)(6) was observed with a broken flex cable trace (20 for power). The ac indicator light did not illuminate on both of the keypads after plugging in the power cord and the system on key was not functioning as intended. All other keys functioned as intended. Electrical failure / design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that five pcu front cases with keypad needed to be replaced due to recall. There was no patient involvement.